Manufacturer narrative:
A2 and b5 were updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging. The actuator was in the t1 pre-deployment position. No physical damage visible to the device. The anchors and suture were still attached to the needle. A functional evaluation revealed that using an artificial reference meniscus to test the deployment and found t1 and t2 deployed as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, the depth stop of the fast fix flex was set to the maximum needle length of 20mm, both t implants were triggered and when pulled out, t1 exited the meniscus again, so it was not behind the capsule to anchor. Both t implants were removed from the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported.

Event description:
It was reported that during an arthroscopy procedure, the depth stop of the fast fix flex was set to the maximum needle length of 20mm, both t implants were secured and when pulled out, t1 exited the meniscus again, so it was not behind the capsule to anchor. Both t implants were removed from the patient. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy procedure, the depth stop of the fast fix flex was set to the maximum needle length of 20mm, both t implants were triggered and when pulled out, t1 exited the meniscus again, so it was not behind the capsule to anchor. Both t implants were removed from the patient. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.